Manufacturer narrative:
Continuation of d10: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type lead product ID 977a260, serial # (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24 september 2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24 september 2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection occurred. The infection was managed with a course of antibiotics, which was completed. The devices were subsequently explanted. The patient remained alive with no injury. No patient complications have been reported as a result of this event.